Event description:
A falsely depressed tsh result of 0.01 uiu/ml was obtained on a patient sample. The result was reported to the physician. The original sample was retested and a result of 4.19/6.98 uiu/ml, with an abnormal assay error code, was obtained. A new sample was tested and a result of 7.73 uiu/ml was obtained. Original sample was again retested, and a result of 15.0 uiu/ml, with abnormal assay error code, was obtained. The patient was treated with propylthiouracil for one day. There was no report of adverse health consequences as a result of the falsely depressed tsh result. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed tsh result was sample integrity.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed tsh result was sample integrity. The IFU for dimension tsh flex reagent cartridge contains the following information: "specimens should be free of particulate matter. To prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation." The instrument is performing within specifications.